Event description:
Customer called in to report that the bravo capsule failed to attach. Customer said that as soon as the doctor removed the delivery system, the patient coughed and the capsule came up. Patient was not injured during the procedure.

Manufacturer narrative:
No patient injury has occured following this incident.